Event description:
The end user states that after having repairs done to the seat the self tapping metal screws will no longer hold the fabric in, and feels this is a design flaw. End user called to report that the seat upholstery sags down to the crossbraces.